Event description:
It was reported that the patient was presented in clinic with exacerbation of heart failure due to loss of capture of the left ventricular lead. The lead had dislodged. The patient had recently fallen and been hospitalized, which was suspected as the cause of dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.